Event description:
Clinical study. It was reported that 161 weeks and 4 days afte a coronary artery drug-eluting stenting treatment procedure, the patient had a re-intervention (tvr). The index procedure treated 1 target lesion. The 28mm long target lesion was located in the mid rca with a 95% stenosis and a 3.5mm reference vessel diameter. The target lesion was treated with predilatation and a 3.5 x 32mm express2 bare metal stent was implanted with 0% residual stenosis. The patient was admitted to the hospital 161 weeks and days post-index procedure for worsening cad. The distal cx, a non-target vessel, was treated with a cutting balloon angioplasty reducing stenosis to 0%. "The physician noted the serious adverse event to be possibly related to the device. The event was reported as resolved" ten days later.

Manufacturer narrative:
The device has not been returned as of this report; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.